Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had been lost to follow-up since (B)(6) 2014. The device battery was noted to have reached normal elective replacement indicator and device software download could not be performed. On (B)(6) 2017 the device was explanted and replaced.